Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2022-47637. It was reported that the patient presented to the hospital for a routine follow-up on (B)(6) 2022. Upon examination of the leads, it was noted that the right ventricular (rv) lead had high capture threshold and high pacing lead impedance which resulted from lead fracture. It was also noted that the right atrial (ra) lead had noise problem which resulted in automatic mode switch (ams) episodes and pacing problem. The physician capped and replaced the rv lead on (B)(6) 2022 and reprogrammed the ra lead. The patient was in stable condition.